Event description:
The reporter stated that while taking the blood tubing down after the transfusion the tubing came apart just distal of the access port. No pt injury or treatment associated with this event.